Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is for the second 22mm amplatzer septal occluder. It was reported that on 22 august 2024, a 22mm amplatzer septal occluder was chosen for the treatment of large atrial septal defect (asd) using a 10f amplatzer trevisio intravascular delivery system. The patient's asd diameter was up to 20mm. During procedure, when the device was attempted to be implanted, it became a shape of cobra head when the device was inserted into the patient. The device was explanted before it¿s released from delivery cable. A new 22mm amplatzer septal occluder was used to continue with the same delivery system. However, it became shape of cobra as well. They decided to change the delivery system and a new 10f amplatzer trevisio intravascular delivery system was chosen, but the device became shape of cobra again outside the patient. They decided to upsize the delivery system, a new 12f amplatzer trevisio intravascular delivery system was chosen. There was no issues noted on the 10f delivery system. The 22mm amplatzer septal occluder (aso) was attempted to be implanted again. However, it became shape of cobra outside the patient again. The shape seemed to be worse when using 12f delivery system, therefore, the aso was re-shaped and 10f delivery system was used to implant. There was no issues noted on the 12f delivery system. The device was deformed (cobra head) during deployment, but it was released and the aso was successfully implanted with no adverse patient consequences. There was no deformation noted after implant. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported improper or incorrect procedure or method was related to the device being released after deformation at deployment. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per instructions for use, do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device.¿

Event description:
N/a.